Event description:
The pt was revised because of instability. During the revision surgery, the new liner would not lock into the cup causing a 45 minute delay in surgery.

Manufacturer narrative:
Examination of the returned item finds nothing outward to suggest product error. Review of the device history records did not reveal any product problems, related mfg deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.